Event description:
Doctor was performing vaginal vault sacrospinous ligament fixation, using the capio device when after inserting into the patient it came out without the needle attached to it. Several attempts were made to retrieve the needle from the device but the needle was not there. At this time, the needle has not been found.